Manufacturer narrative:
Follow-up # 1 date of submission 07/09/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2013 with the following findings: the pump¿s history showed evidence of a load step malfunction with multiple no cartridge detected and loss of prime warnings due to zero force. During testing, the pump powered on and displayed the verify screen. The piston was unable to detect the cartridge during the first attempt to load. A force sensor calibration reading could not be made. The pump was opened and a force sensor pin was not soldered in to the circuit board correctly and the pin was cracked.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump was dispensing insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.